Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation fallopian tube(s)"), abdominal pain lower ("lower abdominal pain") and genital haemorrhage ("excessive and abnormal bleeding") in an adult female patient who had essure (batch no. 637218) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dizzy, light-headed and perineal pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of abdominal distension ("bloating"), arthralgia ("joint pain"), back pain ("lower back pain"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), rash generalised ("rashes or skin conditions type: itchy, body rashes"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain"), the second episode of abdominal distension ("other injury(ies) or complication(s) please describe: bloating") and pelvic pain ("pelvic pain female"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - laparoscopic supracervical hysterectomy) and surgery (hysterectomy with bilateral salpingectomy - laparoscopic supracervical hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, abdominal pain lower, arthralgia, back pain, headache, vaginal haemorrhage and menorrhagia outcome was unknown and the genital haemorrhage, rash generalised, migraine, dysmenorrhoea, fatigue, weight increased, the last episode of abdominal distension and pelvic pain had resolved. The reporter considered abdominal pain lower, arthralgia, back pain, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash generalised, vaginal haemorrhage, weight increased, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. The reporter commented: current weight 142 lbs. Approximate weight at the time of essure placement 135 lbs. Most recent follow-up information incorporated above includes: on 26-jul-2018: plaintiff fact sheet was received - reporter and patient demographic added. Event outcome of genital bleeding, dysmenorrhagia, pelvic pain, weight gain, bloating updated to recovered. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation fallopian tube(s)"), abdominal pain lower ("lower abdominal pain") and genital haemorrhage ("excessive and abnormal bleeding") in an adult female patient who had essure (batch no. 637218) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dizzy, light-headed and perineal pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of abdominal distension ("bloating"), arthralgia ("joint pain"), back pain ("lower back pain"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), "), rash generalised ("rashes or skin conditions type: itchy, body rashes"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping) "), fatigue ("fatigue"), weight increased ("weight gain"), the second episode of abdominal distension ("other injury(ies) or complication(s) please describe: bloating") and pelvic pain ("pelvic pain female"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - laparoscopic supracervical hysterectomy) and surgery (hysterectomy with bilateral salpingectomy - laparoscopic supracervical hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, abdominal pain lower, genital haemorrhage, arthralgia, back pain, headache, vaginal haemorrhage, menorrhagia, dysmenorrhoea and pelvic pain outcome was unknown and the rash generalised, migraine, fatigue, weight increased and the last episode of abdominal distension had resolved. The reporter considered abdominal pain lower, arthralgia, back pain, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash generalised, vaginal haemorrhage, weight increased, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. The reporter commented: current weight 142 lbs. Approximate weight at the time of essure placement 135 lbs. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia, itchy, body rashes, migraines & headache, dysmenorrhea, pelvic pain, fallopian tube perforation, fatigue, weight gain & bloating were added. Lot number & lab data updated. Historical & concomitant conditions , drugs were added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation fallopian tube(s)"), abdominal pain lower ("lower abdominal pain") and genital haemorrhage ("excessive and abnormal bleeding") in an adult female patient who had essure (batch no. 637218) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dizzy, light-headed and perineal pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of abdominal distension ("bloating"), arthralgia ("joint pain"), back pain ("lower back pain"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), rash generalised ("rashes or skin conditions type: itchy, body rashes"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain"), the second episode of abdominal distension ("other injury(ies) or complication(s) please describe: bloating") and pelvic pain ("pelvic pain female"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - laparoscopic supracervical hysterectomy) and surgery (hysterectomy with bilateral salpingectomy - laparoscopic supracervical hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, abdominal pain lower, arthralgia, back pain, headache, vaginal haemorrhage and menorrhagia outcome was unknown and the genital haemorrhage, rash generalised, migraine, dysmenorrhoea, fatigue, weight increased, the last episode of abdominal distension and pelvic pain had resolved. The reporter considered abdominal pain lower, arthralgia, back pain, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash generalised, vaginal haemorrhage, weight increased, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. The reporter commented: current weight 142 lbs. Approximate weight at the time of essure placement 135 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
The report describes a case of abdominal pain lower ("lower abdominal pain") and genital haemorrhage ("excessive and abnormal bleeding"). The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), arthralgia ("joint pain"), back pain ("lower back pain") and headache ("headaches"). The patient was treated with surgery (on (B)(6) 2017 underwent a partial hysterectomy). At the time of the report, the abdominal pain lower, genital haemorrhage, abdominal distension, arthralgia, back pain and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, arthralgia, back pain, genital haemorrhage and headache to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.